Event description:
It was reported that a ventilator displayed a device alert during patient use. The patient was transferred to another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported that the ventilator was tested and passed all testing. The reported malfunction could not be duplicated and the unit was placed back in service.